Event description:
General report of tubing separation reported. The customer has reported that there have been several undocumented incidences of the tubing separating where the soft tubing portion fits into the male adapter of the set and causes leaking to occur. No report of significant amount of blood loss or delay of critical therapy. The tubing was changed to solve the problem, no pt harm reported.